Manufacturer narrative:
Mayfield skull clamp (a2000) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. Probable root cause for reported complaint would be wear from routine use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00394. A facility reported that there was significant movement on the mayfield skull clamp (a2000) when locked. The issue was found during a routine mayfield inspection, thus there was patient involved and no surgical delay occurred.